Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient applied a new pod at 12:30 pm on (B)(6) 2018, as her pdm (personal diabetes manager) indicated it was time for a pod change. Patient stated she felt the pod go into her skin, however, noted that ¿something didn¿t feel right¿. Later that afternoon, around 4:30 pm the patient¿s bg (blood glucose) levels had risen to 15.4 mmol/l (277 mg/dl). The patient observed insulin ¿trickling out¿ of the pod and the patient decided to apply a new pod, which she wore until 10:30 pm that night. During that six hour span, the patient¿s bg levels continued to climb, and she decided to change the pod once again. Further details involving the use of that pod have been documented in (B)(4), which was also deemed a reportable event. These events led to the patient's reported hospitalization.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak resulting from a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.